Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. X-ray examination found overtorqued inner coil inside the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue and overtorque of the inner coil.

Event description:
It was reported the patient presented for implant procedure. During surgery, the screw was loose. The physician completed the procedure with a different lead. The patient was discharged from the hospital after the procedure.